Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the emergency room for hyperglycemia. Patient¿s blood glucose (bg) levels reached 550 mg/dl when patient got to the emergency room and when patient left bg levels was at 404 mg/dl at 9:30pm on the same day. Patient wore the pod for longer than 48 hours on infusion site (hip/buttocks). The patient¿s pdm time is off; the time on the pdm says 9:36am but it is actually 10:55am. Patient's treatment included lots of labs and saline through intravenous.